Event description:
Kimberly-clark received a report from (B)(6) stating, " nurse attached the enteral feeding connector to lavage port and initiated feed via (B)(4) device. Immediately noticed and suctioned feed from ett. No injury to baby, feeding did not enter lungs as it was caught very quickly, and no medical intervention needed." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint comp-(B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. The device was not returned to kimberly-clark for evaluation, therefore we are unable to determine a root cause for the reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark.